Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulator had been overdischarged (od) for a few years due to a lack of charging. The patient¿s pain returned and they were starting to hurt more. They wanted to start using the device again. The patient had met with their device physician the week prior. It was further reported that a physician mode recharge (pmr) was done and the device did not begin to charge. The patient underwent a device replacement on 2015 (B)(6). After the replacement, she had good coverage and effective therapy. The patient had recovered from the surgery without sequela.